Event description:
It was reported by the tech that the dealer called in and stated that the left motor is leaking grease. Per tech, dealer ended call before additional information could be obtained. No allegation of patient injury.